Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the product code and lot number of the product involved. Unk.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. The suture was broken during sewing due to debridement. Changed new suture to complete the surgery. No adverse patient consequences were reported. No additional information was provided.